Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the leads were connected to the implantable pulse generator (ipg), the ipg did not recognize the lead polarity and there was no indication of pacing at all. A magnet was placed over the ipg and there was still no pacing. An interrogation message came up that leads not configured for a & v. The lead polarity was manually programmed, and pacing began. The ipg was implanted and remains in use.